Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 168 mg/dl. The customer was calling because they were not able to turn on the insulin pump. The customer tried several batteries but the insulin pump did not recognize it. Customer was not calling back after receiving a new battery cap. The display did not return after pump restart. The customer reported that the insulin pump did not have physical damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return. The insulin pump will not be returned for analysis.